Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had perforated an organ. The lead will be likely explanted. Boston scientific technical services (ts) discussed troubleshooting options. Additional information obtained from the field which indicated that the case was cancelled due to patient's health concerns. As of this time, the lead remains in service. No additional adverse patient effects were reported.